Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-17685 and 17686. It was reported the pt's scs system was explanted due to a staph infection. F/u identified the infection has cleared.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.